Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 168, 44 and 41 mg/dl. Customer is concerned that they are both too high and too low as well. Customer stated he just received the meter the day before, on (B)(6) 2017. The customer's expected fasting blood glucose test result range is 95 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 152 mg/dl and 154 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with all of the readings.